Event description:
It was reported that the patient's right ventricular lead exhibited intermittent capture due to increased capture threshold and also exhibited r-wave amplitude variation. It was alleged that the lead had sustained a fracture. No intervention was performed. The patient was stable.